Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/26/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/15/2019. Device evaluation summary: investigation summary: it was reported performance pull off suture needle. Fifty unopened samples of product code k953, lot # kjp879 were received for evaluation. Additionally, was received an empty opened box of product code k953, lot # dce695. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records kjp879 were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The wire detached from the needle. The issue was solved replacing the suture with other of different type. No adverse patient consequences were reported. Additional information was requested.